Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported equipment occasionally reports loop leakage. The safety disk (d997-00-0985-15) is replaced and all function and safety tests are performed. All parameter indicators meet the factory requirements. The fault is repaired and can be used clinically.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cs100 intra-aortic balloon pump (iabp) frequently exhibited a loop leak alarm. Following the failure, the equipment restarted and functioned normally; however, the loop leak alarm reappeared after a few hours. The equipment has been replaced with a spare unit and is currently awaiting inspection. No casualties were reported. The patient was not harmed by the equipment.